Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed pump reboot events on (B)(6) 2015. The battery cap was unable to tighten. There were battery compartment cracks observed in the thread area. The battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment. Due to the damage and moisture contamination, the pump intermittently powered on. There was no evidence of additional moisture contamination inside pump. During investigation, the "audio bolus button" was found to be intermittently responding. An unknown contamination was found on the bolus button switch pins.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue. The reporter stated that the battery compartment and cap were cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.